Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the trigger shafts were corroded, which can cause the reported event.